Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "that proximal locking screw missed the nail." There was no adverse consequences to the pt.